Manufacturer narrative:
It was reported that the patient has pain due to scar tissue. It was also reported that the patient has laxity. A revision surgery occurred to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient has pain due to scar tissue. It was also reported that the patient has laxity. A revision surgery occurred to exchange the poly inserts.